Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the external devices. The patient reports she suffered a fall and then stopped receiving stimulation and she is unable to recall when the fall occurred. The patient claimed she never received a charging system. The issue was confirmed by an abbott representative. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Device information and concomitant devices are unknown.

Event description:
Follow up information identified the patient has resumed therapy and is receiving effective stimulation.